Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial septal defect (asd), as listed in the mitraclip nt system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of asd appears to be related to procedural conditions, as the sgc is advanced through the septum in order to gain access to the left atrium and there is no indication of a product quality issue with respect to manufacture, design or labeling. The clip delivery system referenced in describe event or problem and concomitant medical products is filed under a separate medwatch report number.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve and grasping was performed without issue. After confirming leaflet insertion, deployment steps were started. The gripper line removability test was performed successfully. After the clip was deployed, the gripper line was attempted to be removed, but after 5 cm, strong resistance was noted. The cds was adjusted exactly over the top of the clip, and the gripper line was able to be removed with force. After removal, the gripper line appeared to be coiled, with a sharp bend just before the coiled portion started. One clip was implanted, reducing the mr to <1. The steerable guide catheter (sgc) was then removed and a right-left atrial shunt was observed due to an asd. An asd occluder was implanted for treatment, with a good patient outcome. No additional information was provided.